Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during the procedure a post-operative CT showed there was type iii fabric or type IV (jetting) endoleak observed. The cause of the endoleak is unknown. No intervention was performed and the decision was made to monitor the patient. No additional clinical sequelae were reported. Review of returned films pre-implant showed a short neck approximately 1cm long. The neck diameter was 27x33mm at the lowest left renal. The 6cm max diameter aaa contained thrombus. The iliacs were severely calcified bilaterally. Angio images at implant show that the main device was implanted from the right side and placed just below the renals. Final angio showed what appeared to be a type IV endoleak; contrast was seen coming primarily from the right side of the bifurcate near the level of the flow divider. However, could not rule out a type iii fabric endoleak.

Manufacturer narrative:
(B)(4). Method: film. Results: endoleak. Lack of information (unknown type and cause of endoleak). Conclusions: endoleak. Lack of information (unknown type and cause of endoleak).

Event description:
Additional information and films were received as follows: review of returned films pre-implant showed a short neck approximately 1cm long. The neck diameter was 27x33mm at the lowest left renal. The 6cm max diameter aaa contained thrombus. The iliacs were severely calcified bilaterally. Angio images at implant show that the main device was implanted from the right side and placed just below the renals. Final angio showed what appeared to be a type IV endoleak; contrast was seen coming primarily from the right side of the bifurcate near the level of the flow divider. However, could not rule out a type iii fabric endoleak. The distal end of the left/contra limb was acutely angulated laterally. There was also contrast seen in the distal sac which may be from a type iii or distal type I endoleak from the contra limb extension. Review of cta's 2-days post-implant show that the bifurcate was positioned just below the renals. Contrast is seen along the right wall of the aaa running nearly the entire length of the 6cm maximum diameter aaa. The contrast extended from proximally along the ipsilateral limb, and distally into the left/contra limb extension. The type/cause of the endoleak could not be determined. There was only 1 - 2 cm sealing length on the contralateral extension, which was also acutely angulated. An angio study 1 week post-implant show a possible distal type I or type iii fabric endoleak from the distal end of the (left) contralateral limb extension. There appears to be a short distal seal length (1 -2 stents) which is acutely angulated approximately 90 degrees (overlapping stents are seen). After implanting a stent within the contra limb extension and ballooning, the distal contra limb extension has significantly straightened and the endoleak appeared to have resolved. It could not be confirmed if the reported endoleak was a type iii fabric or distal type I.

Manufacturer narrative:
Results, conclusion: severely calcified iliac arteries bilaterally.